Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance resulting in a polarity switch. A bipolar atrial electrogram showed noise and no sensing. The lead would not capture in bipolar configuration but captured consistently in unipolar configuration. Lead replacement failed due to patient anatomy. Since the lead functioned appropriately in unipolar configuration, it was decided to reprogram the lead, leave it in use and monitor the patient. No patient complications have been reported as a result of this event.